Event description:
Physician used a snare during the removal of a feeding tube. During the procedure the bumper was being removed from the stomach using the snare. The loop of the snare broke leaving the bumper in the esophagus. The pt was re-intubated and the loop was removed using a second snare. The bumper was also retrieved with no obstruction or further incident to pt.